Event description:
Staff reported that the bed was drifting into the trend overnight. No injury alleged.

Manufacturer narrative:
Technician found the bed in ICU and out of service. Bed was drifting into trend overnight due to a bad manifold. Replaced the manifold to resolve the issue.